Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
A trial patient reported a possible urinary tract infection (uti). Patient services noted they would follow up on april 30th for possible program change if the output does not increase from self voids. The issue was not resolved at the time of the report. Additional information from the patient on (B)(6) mentioned still feeling possible uti, and they had an appointment with the healthcare professional (hcp) to determine if they had a uti. Additional information from the patient on (B)(6) reported they had cut the lead wire. The patient noted that they had cut the wire attempting to cut the tape so that the patient could clean gauze the patient had gotten wet. There was no troubleshooting performed. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient did not have a documented uti at the time of the trial or during the trial period. It was reported that the patient had prostatitis during the test. It was reported that it was not clearly bacterial. It was reported that the patient had chronic retention. It was reported that voiding dysfunction was probably causing the prostate pain. The hcp reported that the uti was not related to the device or therapy. It was reported that the patient was given antibiotics for the uti. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.